Event description:
It was reported when using the pyxis medstation es system was offline, and had burning smell. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused from a failure in the auxiliary drawer, while the main unit was now operational. A field service engineer found that a single drawer in the auxiliary had failed, and would return later for repair to resolve the issue. The system functioned as intended after the field service engineer repaired the device.